Event description:
It was reported to boston scientific corp on sept 1, 2009 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B) (6) 2009. According to the complainant, the cutwire on the sphincterotome broke inside the pt on the distal end of the wire. The wire did not fragment so nothing was left inside the pt. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B) (4). According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. (B) (4).